Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired, cause unknown. It was reported the device operated as intended. There were no reported device issues or malfunctions that could have contributed to the patient outcome. The device will not be returned for evaluation.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer¿s investigation conclusion. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. It was reported that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015, via customer order (B)(4). The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.